Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified or unknown transmitter issue occurred. Product and data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The probable cause was determined to be a transmitter failed error. The reported event of an unspecified or unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.